Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's handswitch was intermittently failing and not letting the system take x-rays. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000194 switch xray hand h3) onsite functional and visual examination was performed by a manufacturer representative. The handswitch was replaced and the issue was resolved. The hand switch was returned for analysis. Functional testing determined the handswitch was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.